Event description:
On inspection during cleaning, the customer found that the glidescope gvl 4 video laryngoscope (reusable) had a piece broken off towards the top of the housing. There was no harm to a pt.

Manufacturer narrative:
A verathon representative has contacted the customer to arrange for the glidescope return/replacement. An evaluation will be conducted once the device is received. The glidescope has been in use for 6 years. On 05/10/2013 safety alert notice 3022472-5-07-2013-0001-c was issued to all customers to provide additional safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. On 09/09/2013, the customer provided a signed acknowledgement of the notification.